Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Main printed circuit board is corroded and upper and lower cases are broken and corroded. Battery release, heart block, battery drawer, and heart lead flex are contaminated. Ring cover, side bail covers, ring bail, side bails, six case screws, and ring cover screw are missing. Lead flex cover and battery flex are corroded. Battery contacts are compressed, bent, and contaminated. Keyboard is scratched. Lcd (liquid crystal display) display is missing pixels and is contaminated.

Event description:
It was reported the asynchronous mode keeps running. It was also reported the housing is broken. The device was returned for repair. No patient involvement was reported.